Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported approximately eighteen months post port placement that the catheter detached. Reportedly, the catheter allegedly migrated to the patient's heart and was removed. The patient was reported as stable.

Event description:
It was reported approximately eighteen months post port placement that the catheter detached. Reportedly, the catheter allegedly migrated to the patient's heart and was removed. The patient was reported as stable.

Manufacturer narrative:
H10: manufacturing review: the lot number for the device was not provided; therefore, a review of the device history records could not be performed. Investigation summary: one powerport MRI isp with cath-lock and groshong catheter in two segments was returned for evaluation as well as two radiographic images. Review of the medical images showed there is catheter tubing overlying the heart suggesting embolization of catheter tubing. No port hub is seen. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a full catheter break due to flexural fatigue, as a complete circumferential break was noted approximately 1.0 mm from the distal end of the cath-lock. The break edges were observed to be rounded and jagged. A longitudinal split was noted extending approximately 2 mm from the distal end of the break. The definitive root cause could not be determined based upon available information. The characteristics of the break observed during sample evaluation are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may gradually form a crack in the catheter. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on port implantation, catheter insertion, connecting the catheter to the port and power injection procedure. Therefore, the product labeling will be considered adequate. H10: g4, h6(devices - 1395, 2889, 2988). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.